Event description:
A medtronic rep reported that a surgeon alleged an inaccuracy of 2mm or more during a l5/s1 posterior fusion case. The error was in the direction away from the o-arm. The pt was not affected.

Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional and the system accuracy showed no anomalies. Subsequent cases were conducted without further issues.